Manufacturer narrative:
The known short to shield issue is captured under manufacturer's report # 2916596-2020-01426 and # 2916596-2020-00823. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a heart transplant on (B)(6) 2020. The patient was moved up the transplant list due to a known short to shield and frequent ICD shocks.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline damage that would have contributed to the patient¿s known short-to-shield issue could not be confirmed as no log files were provided by the account for review and no product was returned for evaluation. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account reported that the patient received a heart transplant on (B)(6) 2020. The patient¿s transplant status was escalated due to a known driveline short-to-shield issue, for which, the patient had been using ungrounded cables. The patient was also experiencing frequent ICD shocks. The patient was reportedly doing well following the transplant. It was also reported that heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), was disposed and would not be returned for evaluation. The hmii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The hm ii IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on s153437 via customer order (B)(6) 2015. The heartmate ii lvas IFU, and the heartmate ii patient handbook, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Although arrhythmia was not specifically reported by the account, it was stated that the patient experienced frequent ICD shocks. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.